Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the implantable pulse generator (ipg) device reached elective replacement indicator (eri) after six years of service. It was also reported that the longevity of the device was shorter than expected. Therefore, the ipg was removed and replaced with a new device. No patient complications have been reported as a result of this event.